Event description:
Related MFR reports: 1627487-2019-13369 and 1627487-2019-13370. It was reported the patient experienced ineffective stimulation from the drg system. Reportedly, a company representative met with the patient and reprogrammed the patient's system but the issue persisted. Consequently, the patient's drg system was removed. Company representatives were not present during the procedure. No further information was available.